Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor pod removal, sensor wire became detached from sensor pod. Patient stated they experienced some bleeding during insertion and removed sensor pod. Upon removal of sensor pod, patient claimed sensor wire remained left behind at site of insertion. Patient stated they removed sensor wire without any issues and did not report any further pain or discomfort. Patient did not report any injury or medical intervention at time of contact with dexcom technical support.